Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call broken retainer ring on the insulin pump. Customer's blood glucose level was unknown. Customer advised the retainer ring came off and the reservoir would not lock into place. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.